Event description:
New information stated that the patient received a second alert on (B)(6) 2018 for charge time limit reached on the device. The patient was asymptomatic. Maintenance tests were performed and found to be in range. No intervention was performed; the physician will continue to monitor the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory notifier for charge time limit reached on the implantable cardioverter defibrillator. Upon device check in clinic, the charge time was within limit. It was noted that the patient had not received any recent therapies. The patient was asymptomatic. No intervention was performed and the patient will continue to be monitored.